Event description:
It was reported that the patient presented remotely via (B)(6). Interrogation of the implantable cardioverter defibrillator (ICD) showed myopotential oversensing. Oversensing was reproducible in clinic programming changes were made. The patient was asymptomatic.